Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-01274 to provide additional information of the investigation result of the manufacturing record. Lot number was corrected. The manufacturing record was reviewed with no irregularities.

Manufacturer narrative:
The lot number of the device was not identified, but there were no irregularities in the manufacturing records for the past 6 month from the date of event.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc). Therefore omsc could not evaluate the referenced device. The lot number of the device was not identified. Manufacturing records for the past 6 month from the date of event are under investigation. After the review of manufacturing records, this report will be supplemented. The exact cause of this issue cannot be conclusively determined. Based on the characteristic of the device, it is known that the coagulation may be incomplete if vessels are grasped improperly and the device activated. The instruction manual of the subject device already states; warnings: always position a vessel in the middle of the grasping section. Otherwise, the coagulation may be incomplete and the thunderbeat may wear out prematurely. If a blood vessel is dissected inappropriately, sufficient sealing may sometimes be impossible.

Event description:
The subject device was used during a gastric bypass. When the user dissected the fatty tissue, there was a large bleeding. The user tried to seal, but the surgeon couldn't identify the source of the bleeding because the bleeding is from within the fatty tissue. The surgeon used a sucker, but he couldn't identify the source of the bleeding. Then, he prepared another sealing device and decided to covert to abdominal surgery. No further information was reported.